Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it suffering a fracture, which caused it to suffer from noisy signals that lead to pacing inhibition due to oversensing. A new device was implanted. No additional patient effects were reported. The device has been received and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, lead body damage, including twisting in insulation and coils deformed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact consistent with clavicle/first rib damage. The reported noisy signals that lead to pacing inhibition due to oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it suffering a fracture, which caused it to suffer from noisy signals that lead to pacing inhibition due to oversensing. A new device was implanted. No additional patient effects were reported.